Event description:
In early 2009, the pt reported that she experienced elevated blood glucose that began on either the morning of three days prior. She stated that last night before bed, her blood glucose measured 121 mg/dl and when she woke up this morning, her blood glucose measured 450 mg/dl. She injected 18 units of insulin by syringe and at 8:20am her blood glucose measured 213 mg/dl, and at the time of the report, her blood glucose measured 138 mg/dl. She stated that she had been taking an antibiotic for 2 weeks. She also stated that she was concerned with her insulin because she had left it in the car and it was extremely cold. She was advised to contact the insulin MFR for storage indications. Troubleshooting did not reveal any product issues. Upon follow up two days after the original date, the pt reported that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.